Event description:
It was reported that the patient underwent a gynecological procedure on and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh implantation on (B)(6) 2005, in order to treat stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems and recurrence. The patient experienced cystocele and rectocele. The patient underwent anterior posterior vaginal repair, mesh revision/removal on 04/26/2010 by implanting surgeon. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior repair and cystoscopy.